Event description:
It was reported that the device exhibited an ¿upstream¿ issue. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the device passed testing with no upstream alarm displayed. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.